Manufacturer narrative:
Manufacturer's investigation conclusion: log files were submitted for review following the reported event of driveline fault alarms and a pump stop; the driveline fault alarms and the pump stop are addressed via the pump investigation. Review of the submitted log file revealed a backup battery fault that was unrelated to the reported event. The log file contained events recorded on the timestamp of 01jan2001 and 04aug2021. The log files captured the date 01jan2001 when controller¿s clock was not set. A backup battery fault was captured on 04aug2021 at 10:25:21; the fault resolution was not captured as the fault was observed in the last event recorded in the log file. The fault did not appear to activate an audio/visual alarm as it did not have an associated yellow wrench alarm or error code. The pump maintained a speed above the low speed limit throughout the log file. The heartmate ii system controller was not returned for evaluation. The reported event could not be correlated to an issue with the system controller. The root cause of the incidental backup battery fault could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump off, backup battery fault, clock not set and driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate ii instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04511. It was reported that the patient had 15 driveline fault alarms on (B)(6) 2021. There was rescue tape on the entire driveline with tears noted underneath the silicone. The patient's backup battery was exchanged. The log file analysis revealed intermittent driveline fault alarms and clock not set alarms throughout the log. Typically when the timestamp defaults to (B)(6) 2001 at 0100 the battery power and the backup battery in the controller were depleted which stops the pump and resets the clock to default. The driveline fault data indicates that there is a potential issue with one of the wires. The patient had a previous event of driveline faults in 2018. The controller was exchanged as part of troubleshooting and the log file after the exchange indicated that the red wire in the driveline may be compromised. X-rays were taken of the driveline, which showed no areas of compromise. Technical services was onsite on (B)(6) 2021 and replaced all the external portion of the driveline with no issues. The driveline faults were intermittent and did not return post repair. Patient was to be monitored overnight and discharged if no more alarms were present.